Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spacer cap popped as it was being deployed. It was noted that the implant was approximately 95 percent deployed when it popped. The spacer was removed and discarded, and a new spacer was successfully implanted. There were no complications to the patient as a result of the event.